Event description:
The manufacturer was contacted in relation to a dream station2adv. The manufacturer received information alleging eye irritation, skin irritation, respiratory tract irritation, dizziness or headache, hypersensitivity, asthma, inflammatory response. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer previously reported incorrect information in previous report. The following correction has been updated in this report. General information tab-510k was corrected. Box h: patient outcome code grid was corrected. The manufacturer was contacted in relation to a dream station2adv. The manufacturer received information alleging eye irritation, skin irritation, respiratory tract irritation, dizziness or headache, hypersensitivity, asthma, inflammatory response and other. Medical intervention was not specified. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Box h: evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated.